Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, patient death occurred. The physician implanted an unknown size taxus express2 drug eluting stent in an unspecified location. Four years later, the patient stopped taking plavix, experienced a myocardial infarction, and death occurred. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.